Manufacturer narrative:
Final analysis found lead insulation degradation at 4.5 cm from the connector pin. Final analysis also found that the insulation was abraded at 6.0 cm to 6.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against device can.

Event description:
Related manufacturer reference number: 2017865-2021-28917. It was reported that the patient presented for right atrial (ra) lead replacement due to noise. The noise did not result in pacing inhibition. At that time, it was noted that the right ventricular (rv) lead had a high capture threshold. Therefore, the physician elected to explant and replace both leads. The patient was in stable condition.